Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to the interconnect pca. The interconnect pca was partially seated. The root cause for the improperly seated interconnect pca was unable to be positively identified. No adverse event resulted from the defective monitor.